Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with dry eye and blepharitis in both eyes. The topical steroid dosage was increased. A brief description of the event says that patient noted blurry and dry eyes. Patient had monovision. Prescription done for right eye for far and left eye for near. Surgeon prescribed lotemax drops, warm compressions, lid scrubs, and artificial tears. Surgeon reported that patient symptoms are likely chronic and will need long term treatment. Patient was re-schedule for recheck at 1mo or earlier if necessary. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of very dry eyes and unhappy with vision patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 2.50 x .00 x 90, left eye pre-op 20/20 1.75 x .00 x 90.